Manufacturer narrative:
Only event year is known. Complainant part is not expected to be returned for manufacturer review/investigation. Part: 241.072 lot: 9249734 manufacturing site: (B)(4). Release to warehouse date: december 12, 2014 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent a hardware removal procedure. There was no reported adverse events or complaints against the device. There was no patient consequences noted. This report involves (1) 3.5mm lcp clavicle hook pl 4h 12mm hook depth/44mm/rt-ster. This is report 1 of 4 for (B)(4).